Event description:
It was reported that on starting ventilation, the ventilator gave 1 to 2 breaths, then it generated a low gas supply alarm and ventilation stopped. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
Our field service engineer was on site and examined the ventilator. Evaluation of the received device logs confirmed the reported failure, " gas supply pressure low" and "stoppage of ventilation" were reproduced. As no further investigation was possible, due to the customer¿s decision to dispose of the ventilator, a root cause for the reported failure cannot be determined from this investigation.

Event description:
(B)(4).